Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received an occlusion alarm. The customer's blood glucose (bg) level was in the 500 mg/dl range and the ketone level was large. An insulin injection was administered in an attempt to lower the bg level. The customer was vomiting and went to the emergency room. The customer was admitted to the hospital for the high bg and diabetic ketoacidosis (dka). The customer was treated with intravenous fluids, insulin, potassium and another pump for insulin therapy. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. The customer had since reverted to using insulin injections for insulin therapy.